Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed a nexiva dispenser box with the label missing. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the labeling process. Dispenser labels are either placed manually by operators or in line by automated systems where labels are placed on the folded boxes and a vision system verifies label quality. Labels placed manually are done offline on boxes rejected by the vision system where operators will print and place the labels onto the unformed boxes. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" the label was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we are contacting you to make a comment about the last shipment of products code 383531. At the time of receipt, a box was found that did not contain information on the item (code, manufacturing date, expiration, etc.), based on your evaluation, we await the guidelines to be carried out with said unit, since we keep it in quarantine until the indication of final destination.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva dual port with q-syte, 24g x 0.75" the label was missing. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: we are contacting you to make a comment about the last shipment of products code 383531. At the time of receipt, a box was found that did not contain information on the item (code, manufacturing date, expiration, etc.), based on your evaluation, we await the guidelines to be carried out with said unit, since we keep it in quarantine until the indication of final destination.